Manufacturer narrative:
A manufacturing investigation was performed. The lcp-df 4.5/5 plate (part # 422.255 / lot 9546854) is broken in half at the 3rd screw combi-bore. It has several scratches, several abrasions and injuries on the surface and within holes. The laser marking is readable and the plate was returned in packaging different from the original one. The dimensions of the broken lcp-df 4.5/5 le 9ho l236 tan were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of tan/ti6al7nb per iso 5832-11. The lcp-df 4.5/5 plate is broken in half at the 3rd screw combi-bore. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity. All ten received 412.2xx locking screws are intact and only concomitant devices, as they cannot be related to the plate breakage. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added concomitant devices. Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected information: reporter first name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported:5.0mm ti locking screw self-tapping with t25 stardrive recess 65mm (part # 412.222, lot # 9518150, quantity 2)5.0mm ti locking screw self-tapping with t25 stardrive recess 65mm (part # 412.222, lot # 9840724, quantity 1)5.0mm ti locking screw self-tapping with t25 stardrive recess 70mm (part # 412.223, lot # 9577110, quantity 1) 5.0mm ti locking screw self-tapping with t25 stardrive recess 55mm (part # 412.220, lot # 9277972, quantity 1)5.0mm ti locking screw self-tapping with t25 stardrive recess 34mm (part # 412.211, lot # 9372079, quantity 1)5.0mm ti locking screw self-tapping with t25 stardrive recess 36mm (part # 412.212, lot #9609051, quantity 1) 5.0mm ti locking screw self-tapping with t25 stardrive recess 34mm (part # 412.211, lot #9417016, quantity 1)5.0mm ti locking screw self-tapping with t25 stardrive recess 34mm (part # 412.211, lot #9637608, quantity 1)5.0mm ti locking screw self-tapping with t25 stardrive recess 34mm (part # 412.211, lot #9539014, quantity 1)

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob and weight not provided for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that the: part: 422.255 / lot: 9546854, manufacturing location: (B)(4), manufacturing date: 06 july 2013, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate was broken post operatively. The plate broke after 1 year, no fragments were generated. No other medical intervention was required. Non-union reported. Implant date: (B)(6) 2016. The item was explanted on (B)(6) 2017. The explant surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).